Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor. Insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, and displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call to initiate the process for the donation of the customer's device to herself. Customer was deceased. Device was returned for analysis.